Event description:
Major side effects for the gastric orbera balloon. Was unable to drink even water for 5 days. Had to receive fluids twice within the 5 days. Vomiting, pain, blurring vision. I had to have the balloon emergency removed on day 6. Symptoms did not get better but only worsened with time. FDA safety report ID # (B)(4).